Manufacturer narrative:
Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported on medwatch mw5071906 that the patient underwent a total ankle replacement. Allegedly, sometime post-op the patient underwent a revision surgery due to ankle infection. During debridement and removal of the ankle replacement hardware, a blue plastic piece was found in the posterior portion. The piece was not in the infected area.